Manufacturer narrative:
The referenced faradrive steerable sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the external valve torn on the outer face and internal valve torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the external and internal valves.

Event description:
It was reported that visible air bubbles were observed. After inserting the faradrive steerable sheath into the patient, and placing the catheter inside it, persistent air bubbles were observed during aspiration while the catheter remained inside the clear sheath. Despite multiple aspiration attempts, the air bubbles persisted, indicating an anomaly in the sheaths valve. As a result, both the sheath and the catheter were removed, and a new sheath was used to continue the procedure. The procedure was completed and there were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles were observed. After inserting the faradrive steerable sheath into the patient, and placing the catheter inside it, persistent air bubbles were observed during aspiration while the catheter remained inside the clear sheath. Despite multiple aspiration attempts, the air bubbles persisted, indicating an anomaly in the sheaths valve. As a result, both the sheath and the catheter were removed, and a new sheath was used to continue the procedure. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.